Event description:
Litigation papers allege:patient was caused extensive pain and discomfort. Also surggerd physical, mental and emotion pain, anguish and suffering, the ability to enjoy life has been greatly diminished.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.